Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pain. The modular head, taper adapter and acetabular component were removed and replaced. Patient¿s legal counsel further reported patient allegations of inflammation, lack of mobility and elevated cocr levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in revision operative notes from (B)(6) 2013 indicates the revision procedure was performed due to pain and metal hypersensitivity. The revision operative report noted fluid and an osteolytic cyst.

Manufacturer narrative:
This follow-up report is being filed to correct the following information:event description ¿ revision date is (B)(6) 2013.

Event description:
It was reported that a patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2013 due to pain. The modular head, taper adapter and acetabular component were removed and replaced. Additional information received from patient¿s legal counsel alleges pain, inflammation, lack of mobility and elevated cocr levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pain. The modular head, taper adapter and acetabular component were removed and replaced. Patient¿s legal counsel further reported patient allegations of inflammation, lack of mobility and elevated cocr levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in revision operative notes from (B)(6) 2012 indicates the revision procedure was performed due to persistent pain and metal hypersensitivity. The surgeon noted lysed scarring, abundant fluid, and an osteolytic cyst.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-04190 and 04214/04215).

Manufacturer narrative:
This follow-up report is being filed to relay relevant laboratory data as well as information in operative notes, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 3 of 5 mdrs filed for the same patient (reference 1825034-2013-04190/ -04214/ -04215 & 2014-03352/ -03353).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pain. The modular head, taper adapter and acetabular component were removed and replaced. Patient's legal counsel further reported patient allegations of inflammation, lack of mobility and elevated cocr levels. Additional information received in revision operative notes from (B)(6) 2013 indicates the revision procedure was performed due to pain and metal hypersensitivity. The revision operative report noted fluid and an osteolytic cyst. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent right total hip arthroplasty on (B)(6) 2001. No revision has been reported.